Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was having issues with the ipg. The company representative met with the patient and confirmed the patient stopped charging the ipg consequently the ipg stopped working. Surgical intervention will be taken to address the issue.